Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). There was asystole of greater than two seconds due to myopotential oversensing. The patient was pacemaker dependent at the time. The field representative had programmed the device back to bipolar and the noise and high impendance could nto be reproduced in the office. Boston scientific techinical services (ts) recommended programming options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)